Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set needle was broken during insertion on (B)(6) 2024. The site of insertion was belly. No further information available.